Event description:
A malfunction was reported with the customer's pump, indicated by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, but the malfunction recurred. Technical support arranged to send a replacement pump with updated software, instructed the customer on storage mode, provided the return process for the faulty pump, and confirmed the shipping details. The customer agreed to use an alternative therapy, mdi, until the new pump was received.